Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified insulation damage in the electrode body in the region approximately 80 millimeters (mm) from the terminal pin, consistent with lead-on-can abrasion. Coils were intact with no damage found. Resistance testing found the electrode was not electrically continuous. Outer insulation showed surface abrasion approx. 65mm from the terminal end. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range shock impedance measurements. In addition, oversensing of myopotential noise on the right ventricular (rv) channel was noted. Technical services (ts) was consulted, and it was recommended to replace the system. Subsequently, this crt-d system was explanted and replaced. Other than asystole for 2.5 seconds, pacing inhibition and the procedure, no additional adverse patient effects were reported. At this time, this rv lead was already returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range shock impedance measurements. In addition, oversensing of myopotential noise on the right ventricular (rv) channel was noted. Technical services (ts) was consulted, and it was recommended to replace the system. Subsequently, this crt-d system was explanted and replaced. Other than asystole for 2.5 seconds, pacing inhibition and the procedure, no additional adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis.